Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported complaint for seal error. The device evaluation observed a portion of the teflon pad worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique.the instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a low anterior resection (lar) procedure, an "excessive amount" of seal error was displayed when using the device. The customer reported the device worked perfectly for 75% of the case but believes the jaws didn't seat right towards the end of the case, giving the error. The intended lar procedure was completed using a different but similar device. No patient injury was reported.no additional information was provided.